Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure performed on (B)(6) 2012.according to the complainant, while attempting a second pass with the tban device, the needle would not retract back into the sheath. A second tban device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Medwatch report uf/importer report #: (B)(4). The device was not returned for analysis; therefore, a visual examination and technical analysis could not be performed. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. As the device was not returned, a definitive root cause for the reported event could not be determined; however, it is likely that anatomical/procedural factors encountered during the procedure may have hindered the device's performance, therefore the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, while attempting a second pass with the tban device, the needle would not retract back into the sheath. A second tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. The following information was received by boston scientific on (B)(6) 2012, through medwatch report uf/importer report #: (B)(4). During a bronchoscopy procedure, the wang needle (excelon transbronchial aspiration needle)was used. During first placement into the scope, the equipment worked correctly. During the second placement into the scope, while trying to draw the needle back into the sheath, the advancement button proceeded to jam and would not allow the needle to go back into the sheath. After several attempts from the tech and physician, the needle did draw back into place. Needle changed out. After procedure, the needle was examined, there was a slight kink on the sheath.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.